Manufacturer narrative:
This is a report of a use error where the patient extension line had not been primed prior to connecting causing a low drain volume alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low drain volume alarm that occurred on the homechoice (hc) device as a result of a use error. This alarm occurred during drain one of seven while the patient was connected. The caregiver (cg) stated the patient extension line was cut and leaking. The cg stated they had replaced the extension set when they noticed the leak; the cg stated they realized after they had changed the extension set that they should not have attempted to replace it as the line had not been primed and had allowed air into the set up and the homechoice displayed a low drain volume alarm. Product surveillance reviewed proper procedures with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.